Event description:
Customer complains a blood leak during treatment. When reprocessing the dialyzer, the reprocessor alarm went on signaling failure to achieve volume. Then dialyzer was hooked on to hd machine for dialysis. The blood alarm went on and the blood leak is visible to the eye. Reprocessor brand is echo and is fully automatic. Chemical mixture for desinfection are peracian 3.5% in 10 liter mix with formalin 300cc in 10 liter. Procedure was reprocessing is not breach. No add'l info received referring to blood loss or need of medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.